Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose results were 161mg/dl, 178mg/dl, 461mg/dl. Tests were done within 20 minutes with a difference of 66%. Patient did not experience any adverse events. No further information has been reported.